Manufacturer narrative:
The subject product was found to produce straight shots due to a broken tip. It appears that the tip was exposed to some type of excess force causing it to break.

Event description:
It was originally reported that user was no longer using device. Upon receipt and preliminary evaluation, device was found to have a broken tip, causing straight shots.